Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Rv pace lead impedance records a patient alert on (B)(6) 2011 at greater than 2000 ohms. This behavior may be observed on the pacing weekly measurement long as a rise from 378 ohms the week of (B)(6) 2011 to a value of 1864 ohms the week of (B)(6) 2011 then above 2000 ohms on the (B)(6) 2011. Multiple short v-v sensed events of less than 220 ms are observed between the (B)(6) 2011. (47 episodes nst, 3 episodes vf). High v-sic counts are observed with 1869 counts occurring since the (B)(6) 2011. High sic can indicate the presence of noise or intermittency in the system.

Event description:
It was reported that the right ventricular lead exhibited oversensing and high impedance. The patient received inappropriate therapy. The status of the lead is unknown. No further patient complications were reported as a result of this event.